Manufacturer narrative:
(B)(4). In telephone contact, the complainant informed that the information about lot number of the product was not available.

Event description:
(B)(4) ¿ the dentist reported that 8 years after the dental implant was installed in intraoral region 28#, its loss of osseointegration was observed. In addition, 15ncm of primary stability was achieved and the patient presented bone type ii.